Event description:
The user facility reported a 68 -year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a problem with the fiber optic pressure sensor during the catheter priming. The placement signal was unable to be viewed. The automated impella controller (aic) was exchanged but the issue persisted. Therefore, the pump was explanted, and the issue resolved with the new pump. The percutaneous coronary intervention was able to be completed without issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. Visually inspected and no physical damages observed. The pump was tested, and the issue was confirmed. The cause of the optical signal issue was a damaged optical fiber line (out-of-box failure) inside the red plug due to patient cable manufacturing error.